Event description:
The customer contacted heartsine to report that their device fell apart as it was received without screws. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine's investigation confirmed the reported fault. Inspection revealed that only one screw was present in the device in the region under tamper proof label which had been broken. The screw was loose within the screw pillar and incapable of securing the upper and lower case assemblies together. The issue is being further investigated under nc. The customer has been supplied with a replacement device.

Event description:
The customer contacted heartsine to report that their device fell apart as it was received without screws. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine technologies ltd has received the device for evaluation. We will communicate our findings regarding the cause of this event in our final report.